Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens healthineers that a malfunction occurred while using the sensis vibe hemo. During an emergency procedure, the user stated that there was no ECG monitoring available during the procedure. The procedure was continued and finished using an alternate system. We have no indication of any adverse effects on the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, & system history. During an emergency procedure, the ECG (electrocardiogram) could not be displayed. The procedure was then performed using an alternative system. No health consequences were communicated. For troubleshooting the system was restarted and the ECG trunk cable was replaced, but this didn¿t solve the issue. Customer service engineer went onsite to check the system. The system was fully operational on arrival and the issue could not be reproduced. During investigation the exact root cause of the outage of the ECG signals could not be identified. According to the provided information there is no indication of a system deficiency. However, the error pattern indicates that the outage of the ECG signals may be caused by the ECG signals drifting outside of the dynamic range of the hisib (hemo integrated signal input box), which is responsible for the vital sign signal acquisition. The cause of the ECG signals drifting out of range may be due to a number of contributing factors related to ECG handling. Most common cause is a bad contact between ECG electrodes and patient skin. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.